Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed occurrences of the reported call service alarm on the event date. The pump powered on with the appropriate audible and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed with no incidents. The reported call service alarm issue was verified in the black box but not duplicated in the investigation. Unrelated to the reported call service alarm issue, the pump powered up to a dim and discolored verify screen. Pump casing was opened and evidence of moisture/corrosion was found on the printed circuit board.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was emitting recurring call service 054 alarms. There was no adverse event associated with this complaint. This complaint is being reported because the alleged alarm issue remained unresolved at the time of trouble shooting.